Event description:
Revision surgery - the pt was being non-compliant in not taking their diabetes medication, and this caused an infection in the shoulder. The infection made it necessary to remove the turon parts.